Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune tka to treat tricompartmental end-stage osteoarthritis with fixed varus malalignment and extensive osteophytes. The patella was resurfaced and depuy cement x 2 was utilized. The surgeon notes there was sever eburnation of the medial and patellofemoral compartments. The procedure was completed without complications. Patient received a left knee revision to treat significant arthrofibrosis secondary to tibial tray loosening. Upon entering the joint, the surgeon encountered and debrided significant scar tissue. The tibial tray was loosened and debonded at the cement to implant interface and easily removed. The femoral component was well-fixed but revised to accommodate the revision tibial components. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient was revised with a competitor knee revision construct. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019; left knee.